Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) had exhibited inappropriate shocks. An invasive procedure showed the negative portion of the endotak (0064) snapped off at the header junction. The entire lead was capped, and remains in the body, inactive.